Event description:
It was reported that during a transcatheter heart valve procedure involving the vlv evolutfx-34, the sizing was deemed suitable for a 34 fx with pre-dilatation using a 22x balloon. The valve was initially placed too deep. The valve was recaptured and redeployed. It was attempted to release the valve however an infold was visible. Consequently, the valve was recaptured and removed from the body. The valve and system were not implanted and were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012286103); product type: 0195-heart valves; implant date; explant date product ID l-evolutfx-34 (lot: 0012315951); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state. All leaflets exhibited signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared partially closed. A large gap was observed between the free margins. All commissures appeared intact with coagulated blood/thrombotic-appearing host growth. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame expanded; however, retained a compressed state. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the received condition, a deployment simulation to evaluate against the alleged event of frame infolding cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.